Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected and was about to be inserted in the guide catheter when the shaft of the device fractured in half. The device did not enter the patient. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. The hypotube shaft was completely separated 32cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage to the inner and outer shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected and was about to be inserted in the guide catheter when the shaft of the device fractured in half. The device did not enter the patient. No patient complications were reported and the patient's condition was fine.